Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit is alarming low vacuum level.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp for the reported malfunction. The fse located the fault and determined that there was a leak in the drive manifold. The fse replaced the drive manifold (0104-00-0018). Functional tests were carried out. The iabp was returned to the customer and cleared for clinical use.